Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 488 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Site irritation from the adhesive was also reported.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(6).